Event description:
All sounds that this patient was hearing with her cochlear implant were either too loud or inaudible 2 years post-implanation. Device testing in 2005 showed unusual responses on several electrodes. Suggestions for reprogramming were made, however, the problem was not resolved. The patient was explanted and reimplanted (date unknown).